Manufacturer narrative:
The hill-rom technician found the patient control board assembly needed to be replaced. It is necessary for the compella¿ bariatric bed system to have an effective maintenance program. We recommend that you do annual preventive maintenance.  Specified checks:  all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, width extend and retract, scale, bed exit, surface functions, nurse call, CPR, foot longer and shorter, pendant controls, etc. Note: the communication cable that connects the asu to the bed frame must be fully connected and the four thumbscrews tightened for the powered width controls to operate. The motors operate correctly: during articulation, there is no friction, abnormal noises, or an audible indication of overload. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed was going up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).